Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4269 competitor implantable pacing lead, (B)(6) 1996. (B)(4).

Event description:
It was reported the right ventricular (rv) lead is causing pectoral stimulation in the patient. Varying lead impedances were also reported. The lead was replaced. No patient complications have been reported as a result of this event.